Event description:
It was reported the customer had a crack on their insulin pump's case. The customer stated the crack was seen on the insulin pump's display. The insulin pump was not dropped or bumped. The customer also stated their drive support cap was not damaged. Customer did not want their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).